Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported perforation cannot be determined. The reported patient effect of perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for perforation requiring intervention. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation. The atrium was enlarged. One clip was implanted without issue, reducing mr from 3 to 1. A right left and left right shunt was observed, requiring an closure device for treatment. No additional information was provided.